Event description:
A customer contacted beckman coulter regarding an erroneous caffeine result that was generated by the synchron cx4 instrument. The customer indicated that a neonate pt sample was tested for caffeine and a result was printed as "*s*" (suppressed result). The caffeine result of "<0.2ug/ml was reported out of the lab (unk why this result was reported). Based on available info, the pt was given a bolus of caffeine based upon the initial low caffeine result reported. A fresh sample was collected from the pt and tested for caffeine; the result was printed as "*s*" (suppressed result). The customer diluted the 2nd sample 1:1 and then tested for caffeine; the result was 14.0 x 2=28.0 ug/ml. There was no serious injury or medical intervention done to the pt.

Manufacturer narrative:
Caffeine is a user defined reagent (udr) test. A review of the instrument printouts shows that the customer was using an abbreviated result summary report which shows only that the result was suppressed (*s*); it does not print the reason flag. During investigation, the customer was asked to "recall" the result from the instrument. On the screen, the customer was able to see that the suppressed flag (*s*) was in fact "oir hi", out of instrument range high. Beckman coulter explained the differences in the reports to the customer. Since this lab uses the abbreviated result summary report, they will add to their procedure to review any results designated as *s*. The customer realizes that the suppressed result should not have been reported out of the lab. The operator's misinterpretation of the "oir hi" (out of instrument range high) flag contributed to this event.